Event description:
Caller reported that the t:slim x2 pump battery would not charge and a power source alert appeared in the pump's history. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to leave the wall adapter plugged into a known working outlet for at least 30 minutes, after which the pump began charging successfully using the original charging supplies. No further assistance was required.